Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213): the review of the historical data was performed. Trend analysis (4110/213): the overall complaint trend data for the period (B)(6) through (B)(6) was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text: device not returned.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 73.4cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. A 0.025" laboratory guidewire was inserted through the iab and was found to be occluded with dry blood. Unable to clear occlusion. The reported event cannot be confirmed by the evaluation. The product performed according to specification. However, kinks to the catheter may contribute to pump alarms. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas gain alarm. The iab was replaced to continue therapy. The customer investigated the iab and found no defects. There was no patient harm or adverse event reported.